Event description:
It was reported to philips that the ultrasound cx50 did not boot up, and the issue was flagged as external to azurion on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use with restrictions. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).